Manufacturer narrative:
Additional information: b5, e1 (first name, last name), g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open intestinal resection procedure, when ileo-colic anastomosis was performed, the device was fired but it did not staple the tissue, but it did cut it, and there was excessive bleeding. It was noted that there was tissue damage at the anastomosis site. The surgical time was extended by an hour. The surgeon used the stapler and more loading unit to correct the tissue damage and a manual suturing was also performed to resolve the issue.

Manufacturer narrative:
D10 concomitant product: gia8048l, gia8048l gia 80-4.8sgl use loadingunit, (lot #p3c0584) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open intestinal resection procedure, when ileo-colic anastomosis was performed, the device was fired but it did not staple the tissue, but it did cut it, and there was excessive bleeding. It was noted that there was tissue damage at the anastomosis site. The surgical time was extended by an hour. A manual suturing was done to resolve the issue.

Manufacturer narrative:
Additional information: a4, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.